Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge a battery) was confirmed. Upon investigation the charger/modem was resetting. The charger exhibited a failure at pld component u1003 and pxa component u104 on the computer/analog pca. The cause for the failure was the defective components. The root cause for the u1003 and u104 failure could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned a battery charger/modem and reported that it was unable to charge a battery pack.